Event description:
In 2008, the pt reported his insulin infusion headset fell off his body yesterday while he was power washing his home. He stated, the tape he uses to secure his headset was still on him. He said the infusion set must have caught on his jeans or belt and he did not notice it. The pt stated he had an elevated blood glucose reading of 477 mg/dl which he treated by inserting a new headset and bolusing 8 units of insulin through his infusion device. The pt stated he later fell asleep while watching tv and awoke with a blood glucose reading of 38 mg/dl. Symptoms were feeling "really bad," not seeing very well, and being incoherent. He stated, he corrected his reading by eating. The pt said his levels have returned to normal and his most recent reading was 102 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.